Event description:
Serious injury involving one person. On 8/13/97, pt inserted new lens into each eye and went to bed, at 4 a.m. Pt experienced pain and redness in right eye and sought medical attention in morning. Dr diagnosed corneal ulcer in right eye and prescribed ocular, ocuflox, homatropine, and ciloxan. Lot number: 6753030; eye involved: od; refraction: myopia; duration of use (in months): 45; number of days lens worn: 7; last visit to dr prior to symptoms: 5/97; type of lens care system used: none; disinfection system used; none; was homemade saline used: no; days lens worn between cleaning and disinifecting: no. Disinfection systems: no cleaning inserted lens day before; days between symptoms and calling the dr: same day; was there self-treatment by pt: removed lens at 4 a.m., called dr at 8 a.m.: hand washing before lens manipulation: yes; ulcer location: unk; visual acuity before symptoms: unk; results of corneal biopsy and/or scraping: unk; treatment administered: ocular, ocuflox, homatropine, ciloxan: